Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Tested unit with personal test equipment and could not duplicate transducer fault but the unit intermittently auto cycle. During test technician noticed peep was low. Removed the casing and checked all components found out that the muffler housing loose. Tighten 2 of the 5 screws on holding down the housing. Powered up unit and went into service mode. Calibrated exhalation valve. Ran extended self test (est) and operational verification procedure (ovp), unit passed all test and runs according to original equipment manufacturers (OEM) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela alarmed transducer fault on start up. The customer confirmed that there was no patient involvement associated with the reported event.